Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have small plastic particulate within the bag. The particulate was discovered after compounding and before the bag left the pharmacy. No patient involvement or adverse events occurred. No additional information is available.

Manufacturer narrative:
Complaint no.: (B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual and magnified inspection could not find any particulate or any other contamination or defect with the bag. Based on evaluation findings, the condition could not be confirmed and the device operated as intended. Should additional relevant information become available, a follow-up report will be submitted.